Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as red and itchy under the therapy electrodes. The patient was prescribed ecoral lotion. Follow up with the patient was completed and the skin irritation was improved.